Event description:
It was observed that during the device evaluation, the video system center exhibited e226 scope communication error and presence of dust in the receptacle unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 scope communication error occurred due to the presence of dust in the receptacle unit. However, the most probable cause for dust in receptacle unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.